Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
Rp.(B)(4) ¿ the dentist reported that, 2 months after the dental implant was installed in intraoral region #3; its non-osseointegration was observed. The implant was installed without immediately load and the patient presented bone type iii.